Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer already tried three new batteries and insulin pump still asked for insert new battery and then went off. Customer stated that the display was blank less than 30 seconds and then returned. Customer reported that replace battery alert did not resolve with new battery. Customer stated display was blank currently. Customer was advised to remove the battery and insert battery alarm did not display on the insulin pump screen. Customer stated the contacts on the battery cap were neither missing nor damaged. Display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed displacement test. Power connector plug in and locked in place properly. No battery or power anomalies noted during testing or in power graph generated by adapt power management tool. However, device alarmed pump error 63 alarm (variable 3) during self test and confirmed in the device history due to broken pin 6 trace (sda) on u1 keypad assembly.